Manufacturer narrative:
H3: analysis of the pump on 2017-oct-18 revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or lubrication; stall was due to the shaft-bearing. As per the pump¿s log, dilaudid with concentration 6.0 mg/ml was being administered via a simple continuous dose rate of 5.1590 mg/day as of (B)(6) 2017.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump for non-malignant pain and postlaminectomy pain. A motor stall was reported and occurred during normal use; however, the reporter did not have any additional details about the stall. The patient did not experience any symptoms related to the motor stall. It was noted the doctor usually did not do any additional troubleshooting for motor stalls, but that would have to be confirmed for this case. The only actions/interventions taken to resolve the motor stall was the pump was replaced and it was confirmed that the motor stall resolved after the pump was replaced. The patient¿s weight at the time of the event was unknown. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date was updated to (B)(6) 2017 but that was after the original notify date so was unable to update. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study updated the event date to (B)(6) 2017 it was also noted the patient was receiving dilaudid at to concentration of 6.0 mg/ml and a dose of 2.8778 mg/day.